Event description:
Olympus was informed that the customer high-definition autoclavable camera head had a no image defect, ¿it just shows a blank screen¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for repair. The service inspection confirmed the customer¿s reported problem as the device displayed no image due to a defective charged coupled device (ccd) unit. Additionally, kinks on the cabling were found. A review of the repair history confirms no previous repairs records in the past year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported no image defect can potentially be due to a damaged/defective ccd unit, however, the cause of the damaged/defective ccd is unknown. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.